Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of this device, by a philips fse for an unrelated symptom, the fse replaced the battery. There was no patient involvement.